Manufacturer narrative:
The initial emdr record was due for submission on (B)(6) 2026. However, the associated reportability assessment¿the controlling record for creating the emdr submission¿was not correctly processed. With the discovery of the incorrect assessment record, the processor was notified of the required correction. With the correction being addressed, allow for the system to generate the emdr record. The incorrect assessment of the device contributed to the late submission of the emdr. A reminder has been communicated to the processor emphasizing the importance of completing reportability assessment correctly as it has a direct impact on the creation of the emdr record submission process.

Event description:
Implant removed after driver broke.

Event description:
Implant removed after driver broke.